Manufacturer narrative:
The device has not been returned to omsc but is currently quarantined in olympus (B)(6) (oie). Oie requires the customer for more information, but the customer dose not have access to microbiological testing result due to cyberattacks. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the device tested positive for unspecified microbes. And the total viable count detected in the sample was high. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.